Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported hypotension and cardiac arrest. Hypotension and cardiac arrest are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case specific circumstances as catecholamines were increased and cardiopulmonary resuscitation (CPR) was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation (mr), right ventricular dysplasia, and a restricted posterior leaflet for a mitraclip procedure. Intervention was performed with analgesic sedation. The steerable guide catheter (sgc) was placed into the atrial septum. A vasovagal reaction was induced by the pressure placed on the septum from the sgc. A drop in blood pressure and no cardiac output were observed. Catecholamines were increased and CPR was performed. Stabilization was achieved after 5 minutes and the procedure was completed without complications. The mr was reduced to grade <1. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.